Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, the black box was found to show evidence of a partially discharged battery being installed, which resulted in a low battery warning on the complaint date. The pump was found to power on, with the returned battery cap, to a dim discolored display. The battery cap was found to be able to be fully tighten on to the pump. No battery compartment cracks or evidence of moisture contamination inside the battery compartment were observed. A cover crack was observed between the corner of display lens and the case seal. Current was found to draw within specifications. A leak test showed a leak at the cover crack. The pump¿s casing was removed and evidence of moisture contamination was present inside the pump on the cgm board and force sensor housing. The original complaint of a "battery life" issue was not duplicated during investigation. (B)(4).